Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was frequent undersensing on the right atrial (ra) lead resulting in mode switching and difficulty determining onset and atrial fibrillation (af) burden. The lead remains in use. No patient complications have been reported as a result of this event.